Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing pump was removed and replaced. There were no patient complications reported.